Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted under general anesthesia on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.